Manufacturer narrative:
(B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure at 1,115 joules of use and 23 minutes, "side firing changed to direct firing" was observed. The procedure was completed with an alternate procedure (turp). Patient outcome: "good" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-545a-1091: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information received from the customer that the procedure was completed utilizing a second fiber. The procedure was not completed with turp as previously reported. Joules used: 11,151. The fiber tip (cap) was not cleaned during the procedure.